Event description:
It was reported that on (B)(6) 2007, patient had both knees replaced by two surgeons simultaneously. Surgery and rehab throughout went well. On (B)(6) 2020, while patient was preforming lower back exercises, his left knee popped out and reset quickly. It will periodically pop out during the day. On (B)(6) patient saw one of the surgeons who operated him originally, performed x-rays on the popping knee and determined that a revision surgery is necessary, as the plastic part of the replaced knee had grown thin. Patient did not felt comfortable with this diagnosis and set up an appointment with the second surgeon who was involved in the initial operation. Due to the present circumstances, the appointment was reschedule until the current virus situation allows us.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms no medical records or evidence have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. If notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.